Event description:
It was reported that a cot missed a safety hook when being unloaded and dropped with a patient onboard. No adverse consequence reported.

Manufacturer narrative:
The customer reported that the emts commonly lift the cot upward while removing it from the ambulance, and this may have caused the safety hook to be missed.